Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product was returned, therefore; the investigation team was unable to confirm or duplicate customer reported complaint. UDI # unknown, operator of device unknown, 510k unknown .this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer states the masks are breaking while they are being refilled. No patient injury was reported.